Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was provided and a follow up report will be submitted upon completion. No injury or medical intervention was reported.